Event description:
The manufacturer received information alleging a ventilator inoperative alarm occurred. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator inoperative alarm occurred. There was no harm or injury reported. During the evaluation of the device at a third-party service center, a ventilator inoperative error was confirmed in the event log however, fault not found. Additional information from the evaluation not related to the issue, no cosmetic damage was found. Additionally, fulfilling the requirements for a four-year service, an assessment to the device's valve, and battery assessment was carried out and the components passed testing. The device's air inlet foam filter and particulate filter replaced. The device was tested and all tests passed.